Manufacturer narrative:
(B)(4). Unknown the product is coming back but not yet received¿. Additional information will be submitted within 30 days of receipt.

Event description:
As reported by the sales rep: first the physician had prepped a 6/7f mynx vascular closure device (vcd); the inflation indicator was leaking an excessive amount of saline. The device was used and the balloon was inflated inside the patient, however it did not hold pressure.  The physician then prepped another mynx device and the same events occurred. Lastly the physician tried another mynx device and the inflation indicator leaked saline as well. The physician observed the balloon outside the body once inflated and noted that it had a small leak in it. The device was clinically used. The mynx device was prepped according to IFU instructions. There was no reported injury. Manual pressure applied to the site to achieve hemostasis. The product is being returned for analysis. The first device that failed there were no anomalies noted when removed from the package.  However, the second and third devices appeared to have an unusual amount of saline coming out of the ¿overflow valve¿. The deployer was certified for the mynx device. The first two devices were used for the same patient and the third device was for a different patient. The intended procedure was for cfa closure.  There was no prior pta, stent, or vascular graft in the common femoral artery or vein.

Manufacturer narrative:
As reported by the sales representative, first the physician had prepped a 6/7f mynx vascular closure device (vcd) and noticed the inflation indicator was leaking an excessive amount of saline. The device was used and the balloon was inflated inside the patient, however it did not hold pressure. The physician then prepped another mynx device and the same events occurred. Lastly, the physician tried another mynx device and the inflation indicator leaked saline as well. The physician observed the balloon outside the body once inflated and noted that it had a small leak in it. The mynx devices were prepped according to the instruction for use (IFU) instructions. There was no reported injury. Manual pressure applied to the site to achieve hemostasis. The product is being returned for analysis. The first device that failed there were no anomalies noted when removed from the package. However, the second and third devices appeared to have an unusual amount of saline coming out of the ¿overflow valve¿. The deployer was certified for the mynx device. The first two devices were used for the same patient and the third device was for a different patient. The intended procedure was for cfa closure. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. The device was not returned for evaluation. A review of the manufacturing documentation associated with lot f1701202 presented no issues during the manufacturing process that can be related to the reported event.   Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. According to the product instructions for use, users are instructed to discard the device if the balloon does not maintain pressure. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no corrective or preventive actions will be taken at this time